Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "intralipids were infusing via piv when the tubing between the filter and bifuse was found to be cracked and leaking." There was no report of patient harm.